Event description:
Caller reported a malfunction on pump, identified by malfunction code. There was no adverse impact to customer¿s blood glucose level, which did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.